Manufacturer narrative:
Follow-up # 1 date of submission 08/20/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/26/2013 with the following findings:the keypad was found to be peeling at the contrast button and also had worn button symbols. The complaint of the unresponsive keypad buttons was unable to be duplicated; all keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the keypad buttons were intermittently unresponsive when pressed. At the time of troubleshooting, the reporter denied any visible damage to the pump¿s keypad. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.